Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2014. (B)(6). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A labeling review found that all printed pouches for disposable products intended for single use are labeled with ¿this device is intended for single use only.¿ a formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a use error occurred coincident with peritoneal dialysis (pd) therapy. The use error was further described as the patient reused the effluent bag and acquired peritonitis. The patient was treated for the peritonitis, although the details of the treatment were not reported. The cause of the peritonitis was due to the reuse of the effluent bag. It was reported the patient was not hospitalized for the event. At the time of this report, the patient had recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.